Manufacturer narrative:
(B)(4). Corrected sections: b3 - added date of event, b5 - added no patient involvement. Trackwise ID # (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during a routine random floor equipment inspection, vh-3010 t.w. Power supply knob fell off.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device not returned. Trunk stock.

Event description:
The hospital reported that during a routine random floor equipment inspection, vh-3010 t.w. Power supply knob fell off.